Event description:
A field corrective action (fca) associate contacted the customer to follow-up on the "urgent product recall letter dated january 12, 2010." The hp has had peritonitis in the last few months and has been hospitalized twice. The following additional information was obtained from global pharmacovigilance on (B)(4) 2010: the patient has a past medical history of end stage renal disease and diabetic nephropathy. On (B)(6) 2009, the patient started on pd therapy using pd4 ambuflex and pd4 ultrabag. On (B)(6) 2010, the patient was hospitalized for peritonitis. A peritoneal dialysis (pd) effluent culture was performed which revealed (B)(6). A gram stain and white blood cell (wbc) count was performed but the nurse did not know the results. While hospitalized, the patient was treated with antibiotics. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, the event of peritonitis was considered resolved. In (B)(6) 2010, the patient had a recurrent episode of peritonitis. A pd effluent culture was performed in (B)(6) 2010, which revealed (B)(6). The patient was started on antibiotic therapy and in (B)(6) 2010, the event was considered resolved. When asked if there was a break in aseptic technique the reporter stated yes, the patient tucked the transfer set under her breast when setting up therapy. The patient was retrained (date not reported). The reporter did not provide event outcome for filling full, bloated, or vomiting and spitting up. The patient remained on pd therapy with the dose unchanged. Global pharmacovigilance forwarded the following additional information on (B)(4) 2010: the patient's nurse clarified that the second peritonitis start date was (B)(6) 2010. The nurse indicated that the cause of the peritonitis was reoccurring growth of bacteria in the patient's catheter. It was also indicated that the peritonitis was not related to any of the baxter peritoneal dialysis solutions the patient was using. No further information is available.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up medwatch report will be submitted should information become available.

Manufacturer narrative:
(B)(4). The patient's peritoneal dialysis (pd) nurse provided the following clarified information on 05/24/2010: the second recurrent peritonitis episode was diagnosed on (B)(6) 2010 and treated in the clinic with vancomycin 2gm and fortaz 2gm. A third recurrent episode was diagnosed on (B)(6) 2010, and the patient was hospitalized on the same date for this episode. The nurse indicated that all three peritonitis episodes revealed (B)(6). The nurse also indicated that the patient's peritoneal dialysis catheter was pulled on (B)(6) 2010 and the patient is now doing well on hemodialysis. The nurse also indicated that the transfer set the patient was using at the time of the first peritonitis diagnosis was placed on (B)(6) 2010 and the possible lot number is h09e21063. No further information is available.

Manufacturer narrative:
(B)(4). Based on information provided by the patient's nurse the patient had multiple breaks in asceptic technique and needed to be retrained. The direction insert sheet for this product states in bold type immediately under instructions for use the warning , "aseptic technique. Contamination of any portion of the fluid path may result in peritonitis." As such, it appears any errors which may have been committed by the user in this case are covered by existing product labeling. A batch review was performed for potentially associated lot h09e21063, with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
.